Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported improper or incorrect procedure or method was due to the user miskeying the device. The reported sleeve steering issues was likely related to the reported improper or incorrect procedure or method. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the blue alignment markers were not aligned properly by physician.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw clip delivery system (cds) was prepared per the instructions for use (IFU) and was inserted. However, after inserting the cds and obtaining straddle, while steering down to the valve, while applying m knob, it was observed that the device had miskeyed. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.